Manufacturer narrative:
H10 - one used list# 20130-01, spinning spiros (lot# 4957570) and one 3ml bd syringe were received and visually inspected. As received, the spiros was securely connected to the syringe. The spin feature of the spiros was activated and spinning freely. No damage or anomalies were observed. The spiros was functionally tested and met product performance specifications. No leakage was identified during testing. The reported complaint of a leaking spiros cannot be confirmed. A device history review for lot# 4957570 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is not complete.

Event description:
The event involved a spinning spiros closed male luer, red cap that leaked during a subcutaneous azacitidine administration. The spiros was attached to a 5ml syringe containing the medication and the spiros was found to leak into the outer chamber and some of it made its way out of the syringe and onto the nurse's glove. There was no blood loss nor bleed back and there were no holes cuts, tears, or any defect noted on the product. There was patient involvement and no adverse event or delay in therapy reported.